Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, removal issues occurred. Access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified inter carotid artery. The physician positioned the non-bsc guide catheter in the common carotid artery to advance the filterwire. While advancing the 3.5-5.5 190cm pv filterwire ez , the device expanded. Attempt made to retrieve the filter into the non bsc introducer sheath was unsuccessful, therefore, the device was retrieved with the filter basket into the guide catheter. The procedure was completed with another of the same device. No further complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, removal issues occurred. Access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified inter carotid artery. The physician positioned the non-bsc guide catheter in the common carotid artery to advance the filterwire. While advancing the 3.5-5.5 190cm pv filterwire ez , the device expanded. Attempt made to retrieve the filter into the non bsc introducer sheath was unsuccessful, therefore, the device was retrieved with the filter basket into the guide catheter. The procedure was completed with another of the same device. No further complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with damages. During the visual and microscopic examination of the device, the radiopaque distal tip of the protection wire was found severely curved, it was wavy, and had been stretched approximately 7mm on its proximal portion. The filter bag was found deployed and in good condition. Blood was found inside the delivery sheath and the filter. The delivery sheath and the protection wire were found curved at 2.5 cm when measured from the distal end of the delivery sheath. The delivery sheath was found partially peeled away from the protection wire approximately 4.5 cm, when measured from the exit port of the delivery sheath. Sheathing and unsheathing testing could not be performed due to the amount of dried up blood inside the sheath. The peel away test performed was successful. No other issues were found during the visual and microscopic inspection of the protection wire and the delivery sheath. The retrieval sheath was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).